Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). The analysis results found that one ec60a device was returned with no visual non-conformances and with a reload pan found lodge inside the channel preventing additional cartridge reloading. In addition another cartridge (ecr60b) was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The pan was removed from the channel and the device was tested for functionality in articulated positions with returned reload (b). The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device could not fire. The surgeon removed the cartridge and re-inserted it, but could not set the cartridge. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.